Event description:
It was reported that the orbital brake on the 9800 system does not work. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the orbital brake. The system was tested and found to be working as intended and placed back into service.